Event description:
It was reported that during patient use, the pump was alarming but no message was appearing on the screen. Replaced the batteries and the pump would not power back on, it continued to alarm a single tone beep and flashed a green light for a brief second and nothing appeared on screen. No adverse patient effects were reported by the customer. It was reported that no further information is available.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.